Event description:
It was reported that the patient's lead integrity alert triggered due to oversensing, high impedance and noise on the right ventricular (rv) lead. A lead fracture was suspected. Detections were turned off on the lead and a rv lead replacement is being planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.